Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) of 586 mg/dl. Customer administered a correction injection, changed cartridge and infusion set and drank water to address the bg. The customer continued to use the pump for insulin therapy.